Event description:
Dr (B)(6), surgeon at the hospital, reported the following event to (B)(4), regional sales mgr, "abg modular revision surgery performed that day. Important lesions of fibrosis with disappearance of the entire muscle (buttocks) around the prosthesis. Aspect of pseudo tumor which is extremely worrying."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.